Event description:
The 8x40mm armada balloon dilatation catheter (bdc) was returned for analysis with another reported device. The device analysis noted a rupture on the balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated.

Manufacturer narrative:
Visual inspection was performed on the returned device. The returned device analysis noted a longitudinal balloon rupture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the noted balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.